Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged severe coughing on deep breaths. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
Please disregard the previously submitted follow-up report. In the previous report, section h10 (additional narrative) was incorrectly added as - upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event. Additionally, the device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. There were some secondary findings dust and dirt. The device was scrapped. In this report, box d, g, h has been updated/corrected.